Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. It was reported that after implant, the patient experienced pain and recurrence. The device had been used with bard 0112760 perfix plug, lot# huvb1262. Post-operative patient treatment included removal surgery ((B)(6) 2011).